Event description:
It was reported that a physician is having problems with their handheld. Attempts for further information are in progress.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.